Event description:
During baxters evaluation a device alarmed for downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Downstream occlusion alarms were present during baxter's evaluation of a device. The downstream sensor/pusher and upstream sensor/pusher will be replaced as known contributors to this condition.